Manufacturer narrative:
(B)(4). Cine images were received and reviewed by an abbott specialist and concluded that the in-stent restenosis is confirmed for the xience xpedition 3.25 x 28 mm stent. The artery has extreme tortuosity which may be contributory to the restenosis and the movement of the stent is significant.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.25x28mm xience xpedition was successfully implanted in the right coronary artery. On (B)(6) 2015, the patient experienced chest pain and increased cardiac enzymes. On (B)(6) 2015, in-stent restenosis was noted. The patient has been advised to have triple vessel coronary artery bypass graft surgery, but as yet, no treatment has been performed. There was no additional information provided.